Manufacturer narrative:
The reported event was inconclusive as no sample was received. A potential root cause for this failure could be "misconnection of supply and return lines". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "intended use the arctic sun® arcticgel¿ pads are intended for use with the arctic sun® temperature management system, to provide energy (heat) transfer between the patient and the temperature-controlled water circulating through the arcticgel¿ pads in order to provide targeted temperature management. Indications for use the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications ¿ there are no known contraindications for the use of a thermoregulatory system. ¿ do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash.¿ while there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions ¿ federal law restricts this device to sale by or on the order of a physician. ¿ this product is to be used by or under the supervision of trained, qualified medical personnel. ¿ the clinician is responsible for determining the appropriateness of use of this device and the usersettable parameters, including water temperature, for each patient. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (50°f); control strategy =2. It is recommended to use the patient temperature high and patient temperature low alert settings. ¿ due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. ¿ skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. ¿ do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. ¿ do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. ¿ carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. ¿ the arcticgel¿ pads are non-sterile for single patient use only. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. ¿ use pads immediately after opening. Do not store pads in opened pouch. ¿ do not allow circulating water to contaminate the sterile field when lines are disconnected. ¿ the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. ¿ if warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. ¿ the arcticgel¿ pads are only for use with an arctic sun® temperature management system. ¿ the arcticgel¿ pads are for single patient use. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. ¿ if needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin. ¿ discard used arcticgel¿ pads in accordance with hospital procedures for medical waste. Directions for use 1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard" correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they have a patient they were starting normothermia on when they opened the arctic gel pads, the left leg pad sticky part came off of the blue pad. They tried re-sticking it and then connected it to the fluid delivery line (fdl), but they received a low flow alarm. They took the pad off, and the water flow rate (wfr) was good. They replaced the pad with a universal pad, but once they added the universal pad, the arctic sun device started alarming low flow/air leak again. Nurse stated that they straightened all the tubing, emptied the pads and re-primed them and was still having issues. Had nurse stop therapy, empty the pads, and disconnect them. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 1.7 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 20 percentage, system hours were 9,067 and pump hours were 8,801. Had nurse attach pads holding the blue tubing and not the clear plastic clamp. In right chest, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -5.5psi, cpc 85 percentage. Right leg, water flow rate (wfr) was 0.3 l/min, inlet pressure (ip) was -2.8psi, circulation pump command (cpc) was 100 percentage. Had nurse remove the right leg pad and set aside. Added left chest, water flow rate (wfr) was 1.9 l/min, ip -10.9psi, circulation pump command (cpc) was 55 percentage. Added left leg (universal), water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 66 percentage. Had nurse disable manual control and resume therapy. After a few minutes, device primed to water flow rate (wfr) was 2.1 l/min. Recommended they replace the right leg pad with a universal. Informed nurse to hold onto the two leg pads at the nurse¿s station, lot# nght1197. Nurse would have biomed look at the device when therapy was complete to make sure nothing was wrong with it as well. Encouraged nurse to call back with any issues. Nurse stated that they were taking over the patient case from previous page and they replaced the leg pad with a universal pad about 30 minutes ago and the water flow rate (wfr) was dropped back down to 1-1.4 l/min and was showing air leak again. Nurse asked how long it might take for the pad to prime and the flow rate to increase. Confirmed the pads would be primed and the flow rate would have taken a few minutes to settle. Discussed with nurse since the previous nurses had mentioned the sticky side of one of the leg pads from the gel pad set was peeling off, it was likely the whole set of arctic gel pads was the issue. Recommended nurse to exchange the pads for a new set and hold on to the remaining pads. Nurse asked if they should also change the device. Explained the device was within specs when checking earlier. Informed nurse to change the device first to check the current pads to see if they would work on a different device. However, given the issues they were having, it was likely the pad issues. Informed nurse they could try these first and encouraged to call back if they continue to have issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient they were starting normothermia on when they opened the arctic gel pads, the left leg pad sticky part came off of the blue pad. They tried re-sticking it and then connected it to the fluid delivery line (fdl), but they received a low flow alarm. They took the pad off, and the water flow rate (wfr) was good. They replaced the pad with a universal pad, but once they added the universal pad, the arctic sun device started alarming low flow/air leak again. Nurse stated that they straightened all the tubing, emptied the pads and re-primed them and was still having issues. Had nurse stop therapy, empty the pads, and disconnect them. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 1.7 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 20 percentage, system hours were 9,067 and pump hours were 8,801. Had nurse attach pads holding the blue tubing and not the clear plastic clamp. In right chest, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -5.5psi, cpc 85 percentage. Right leg, water flow rate (wfr) was 0.3 l/min, inlet pressure (ip) was -2.8psi, circulation pump command (cpc) was 100 percentage. Had nurse remove the right leg pad and set aside. Added left chest, water flow rate (wfr) was 1.9 l/min, ip -10.9psi, circulation pump command (cpc) was 55 percentage. Added left leg (universal), water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 66 percentage. Had nurse disable manual control and resume therapy. After a few minutes, device primed to water flow rate (wfr) was 2.1 l/min. Recommended they replace the right leg pad with a universal. Informed nurse to hold onto the two leg pads at the nurse¿s station, lot# nght1197. Nurse would have biomed look at the device when therapy was complete to make sure nothing was wrong with it as well. Encouraged nurse to call back with any issues. Nurse stated that they were taking over the patient case from previous page and they replaced the leg pad with a universal pad about 30 minutes ago and the water flow rate (wfr) was dropped back down to 1-1.4 l/min and was showing air leak again. Nurse asked how long it might take for the pad to prime and the flow rate to increase. Confirmed the pads would be primed and the flow rate would have taken a few minutes to settle. Discussed with nurse since the previous nurses had mentioned the sticky side of one of the leg pads from the gel pad set was peeling off, it was likely the whole set of arctic gel pads was the issue. Recommended nurse to exchange the pads for a new set and hold on to the remaining pads. Nurse asked if they should also change the device. Explained the device was within specs when checking earlier. Informed nurse to change the device first to check the current pads to see if they would work on a different device. However, given the issues they were having, it was likely the pad issues. Informed nurse they could try these first and encouraged to call back if they continue to have issues.